Event description:
Additional information from the patient indicated that they are expecting to receive a new controller battery. The issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated she worked with their rep who advised might need a new lithium battery pack. Pt stated the rep made changes to settings and stated would be charging every 3 days based on settings. Pt stated they mentioned that and the rep said new battery might be needed for controller. Pt stated will go 1.5 days and has to recharge again. Pt wondered if this is a concern at all. Pt stated they will get the screen to recharge. Patient services (pss) had a hard time clarifying if this was the controller or the ins. Pt states the ins will deplete the controller about every 1.5 days. Pt states will charge in the evening and gets to 100%. Pss reviewed expectations. Pt said the settings they are on didn't seem to be giving the relief they needed from the stimulator. Patient said they met with the representative several months ago and they changed some settings. At that time, the representative told the patient they would have to recharge every 3. 5 days based on the settings and the patient said they weren't going to go that long. Patient then said now it seems like they are having to charge more frequently and the controller battery depletes within a day and a half. Patient also said the implant battery is depleting much quicker than it did initially. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.